Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported, a loss of stimulation. They stated, that their recharger would not connect with their implantable neurostimulator (ins), since 2017-05-26. The patient also noted, that they have not charged their ins, since march, 2017. The patient was to follow up with their healthcare provider. No further complications were reported. The patient was implanted for multiple back operations and spinal pain. Additional information was received. The reason for call, was caller stated, that they haven't used their stimulator since 2017, because it never worked right. Caller stated, they played around with it for a couple months and then stopped using it. Caller added, that they have an MRI coming up and they can't put the stimulator into MRI mode, because the battery is completely dead. Agent reviewed with caller, that they could have their healthcare provider fill out the MRI form or work with a manufacturer representative attempt to jump start the implant. Patient, followed up saying, that they already tried to have their implant jumpstarted in 2017. And it did not work. And the rep said, they cannot do it again. Patient mentioned, that the rep told them they either have to replace the implant or work with their doctor on next steps of the implant. Agent reviewed, where to find the MRI form for the doctor. And that the MRI techs can call patient services with any questions. The patient was redirected to their health care provider to further address the issue. Additional information was received, from manufacturer representative (rep). It was reported, the patient had a successful device reset in june of 2017. There were no device issues noted.